Event description:
Revision surgery due to subsided stem and subsequent fracture below the lesser trochanter after 25 days from primary. The surgeon revised the amistem p collared stem to a m-vizion modular stem and revised the 40mm biolox delta head m to a 40mm biolox delta head l along with implanting a proximal body.

Manufacturer narrative:
Clinical evaluation a revision tha was performed approximately three and a half weeks after the primary procedure because of pain and instability associated with femoral stem subsidence and a proximal femoral fracture. The available pre-revision radiograph confirms a fracture involving the lesser trochanter and extending distally along the medial proximal femur, with loss of medial support around the stem. The femoral neck resection also appears relatively low, which may have reduced the available proximal bone support; however, this finding should be interpreted cautiously. In the absence of immediate postoperative radiographs, we cannot determine the initial stem position or establish whether the fracture preceded and caused the subsidence, or whether stem subsidence contributed to the fracture. No fall or other traumatic event was reported. The event may therefore reflect a multifactorial early failure involving insufficient primary stability, local bone weakening and postoperative loading. Based on the available information, there are no elements to suggest a defective or malfunctioning device. Batch review performed on 10 july 2026 lot. 2526963: (B)(4) items manufactured and released on 28-jan-2026. Expiration date: 08-jan-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the available information, the femoral fracture occurred as a consequence of the preceding stem subsidence. However, the underlying cause of the subsidence could not be definitively established and may have been multifactorial, potentially involving a combination of patient-specific, anatomical, surgical, biomechanical, and post-operative factors. The device history record review did not identify any potentially related manufacturing issue, and there is no indication that a device defect or malfunction caused or contributed to the event.